Manufacturer narrative:
Device analysis: the sample was evaluated. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified based on the test results in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.